Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was observed that the right atrial lead exhibited diminished p wave amplitude and failure to capture. No intervention was performed. The patient was in stable condition.